Event description:
The user facility reported that a portion of a guidewire's outer layer had been "stripped" during a cardiac catheterization procedure. The report indicated that the vasculature was tortuous and difficulty was noted during advancement. Reportedly, the detached piece of coating was successfully retrieved and there were no pt complications.